Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a erosion noted on the pocket of the patient. No intervention was performed to resolve the event as the patient refused any type of intervention other than antibiotic treatment and the patient was stable.